Event description:
Customer reported experiencing high blood glucose readings of 549 mg/dl and symptoms of frequent urination, and thirst. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 240 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.